Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd cathena safety IV catheter bd multiguard technology had a damaged catheter. The following information was provided by the initial reporter, translated from (B)(6) "breakage and distortion of the inner cylinder (inner needle) after opening, when the cap is removed, check the break / distortion of the inner cylinder."

Event description:
It was reported bd cathena safety IV catheter bd multiguard technology had a damaged catheter. The following information was provided by the initial reporter, translated from japanese: "breakage and distortion of the inner cylinder (inner needle) after opening, when the cap is removed, check the break / distortion of the inner cylinder."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: six photos and one actual sample with open packaging were received by our quality team for evaluation. The photos were subjected to visual inspection to check for needle damage. From the photos, the team observed that the cannula was bent near the nose of the adapter, together with the catheter tubing. The sample was subjected to visual inspection. It was observed that the cannula was bent near the nose of the adapter, together with the catheter tubing. There was also a point-like skive mark on the needle cover, where the bent cannula tip was in contact with it. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The catheter assembly process was reviewed. As the catheter was observed to be bent together with the cannula (not pierced through), the stations where this defect could most likely occur are between the catheter-cannula set together station and the needle cover loading station. After the catheter-cannula set together station, there are two inline 100% vision inspection systems ¿ to check for lie distance and tip damage and orientation, which will detect this defect and auto-reject the sample. When challenged with the complaint sample, both vision systems rejected the sample due to the bent cannula tip being out of the camera focus. Furthermore, the needle cover loading mechanism is such that the needle cover moved downwards towards the needle sub-assembly. Therefore, if the bend occurred due to a misalignment during needle cover loading, the cannula tip would have knocked against the needle cover and caused a long vertical line-like skive mark on the needle cover. However, on the returned sample, there was only a point-like skive mark where the bent cannula tip was in contact with that. As the returned sample failed the two vision inspection systems in place, and the skiving mark on the needle cover did not match the simulation, this defect might not occur in the manufacturing facility. As the sample was returned in open packaging, the root cause could not be determined.